Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 216 mg/dl. The customer reported multiple no delivery alarm from the insulin pump. The customer reported that the insulin in the reservoir of the insulin pump looked cloudy. No additional information was provided.